Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a black dot and was showing a blank battery symbol. The customer also reported that the battery was last changed less than a week ago. The customer reported that they received a failed battery test alarm. The customer mentioned that the insulin pump was beeping. The customer's blood glucose was 298 mg/dl at the time of incident. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.